Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left superior hypophyseal artery (sha) aneurysm, the physician reported pipeline flex distal opening looked trumpeted. The patient's vessel was slightly tortuous distal anatomy and moderately tortuous at proximal tonsilar loop. The physician reported slightly higher than normal friction forces during initial advancement in the middle to distal end of microcatheter. Distal opening looked trumpeted and the device was harder to push out than expected. Proximal to the aneurysm it appeared to have a twist, so the physician resheathed. The device the physician attempted to resheath the device no more than two times on the proximal one third of the device. The device was redeployed by using a push wire with better opening but still a structure was evident. Normal techniques were used to open and it was determined that the remainder of the device could be deployed. Once deployed it was very difficult to advance the microcatheter through the device to recapture the delivery wire but was achieved. The delivery wire and microcatheter were removed from the patient and are available for return. The structure was opened by use of a j shaped guide wire and excellent results were achieved. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter and pushwire were returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was found outside catheter. The pushwire appeared to be bent at five locations distally. The catheter body appeared to be accordioned at two distal locations. An in-house mandrel was inserted through the catheter tip and hub. The mandrel passed through the catheter tip, hub and lumen without any issues and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed for resistance during delivery and resheathing failure issues. It is possible that the tortuous anatomy and the damage to the pushwire and catheter may have contributed to the reported issues subsequently causing friction during delivery and failure to resheath. However, the cause for damages could not be determined. However the customer's complaints could not be confirmed for distal pipeline did not open. The cause for the experience reported could not be determined as the pipeline was not returned for evaluation. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.